Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection of the provided picture shows that the rod shaft insulation is missing. The reported condition was confirmed. Without the device, the cause of the damage could not be determined. The investigation could not confirm the root cause of the customer's report based on the picture samples sent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device insulation fell apart while passing through metallic trocar. No patient injury occurred or medical intervention was required.